Manufacturer narrative:
A review of the subject device DHR confirmed that the subject device was manufactured on 31-mar-2015 and installed at the customer's site on (B)(6) 2015. A lumenis service engineer visited the site four(4) days after the reported event and determined the problem to be a faulty footswitch; the footswitch had been replaced. The engineer also found pitted blastshield, adjusted blastshield sense switch, performed a pm as per service manual. After reconfirming its operation, the engineer returned the system to the facility in working order. A review of system risk files identified the risk of device malfunction (B)(4) which has the potential to lead to "inability to complete treatment which may require re-operation". The risk likelihood has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within full risk assessment. A review of historical product complaints shows that the same malfunction of a footswitch failure has not led to serious injury in the past. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event. Lumenis is closing this complaint, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (B)(4) and per post marketing surveillance procedure (B)(4).

Event description:
A user facility reported that during a cystolithotripsy procedure in which a lumenis pulse 20h was being utilized, the system stopped working. The physician tried a basket removal and was unsuccessful. They ended up putting in a stent. Unable to complete the procedure, the patient was awakened from general anesthesia and the case needed to be rescheduled. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.